Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product will not be failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the blood tubing set leaked where the y tubing enters into the drip chamber in the infusion center.